Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tablet will not turn on. It was reported that the tablet is fully charged and no light could be seen when pressing the on/off bottom. It was confirmed that the power button was placed correctly. Review of manufacturing records confirmed all tests passed for the device prior to distribution. The suspect tablet was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported failure to power on was verified. The cause for the anomaly is associated with an upside down power button. Once the power button was installed correctly, no further anomalies associated with the tablet were identified during the analysis.